Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that alarm history revealed multiple alarms, predominantly high baseline, occasional possible helium loss 3. Rn states the patient is about 12 hours post op and there were no issues or alarms previously until now. There is no blood noted in the drive line tubing. Rn did state the patient had been moved. The pump is in autopilot mode, electrocardiogram (ECG) trigger, arterial pressure (ap) source is fiber optic. The rn reports when pumping the waveform looks good. No strips available, during face time with staff the balloon pressure waveform (bpw) indicated a fairly significant kink. The clinical support specialist (css) recommended removal of the intra-aortic balloon (iab). The patient was going to be weaned. The iab was taken out without incident or difficulty. Patient outcome: the patient has remained stable. Reinsertion of an iab was not necessary. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab kinked is confirmed. Upon visual inspection, the iab was confirmed with numerous kinks on the central lumen. During functional testing, the central lumen was noted broken at one of the locations of a kink previously noted. No blood was noted inside the iab bladder. The root cause of kinks/broken central lumen is undetermined; however, a potential cause of the kinks/broken central lumen can be a result of patient movement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that alarm history revealed multiple alarms, predominantly high baseline, occasional possible helium loss 3. Rn states the patient is about 12 hours post op and there were no issues or alarms previously until now. There is no blood noted in the drive line tubing. Rn did state the patient had been moved. The pump is in autopilot mode, electrocardiogram (ECG) trigger, arterial pressure (ap) source is fiber optic. The rn reports when pumping the waveform looks good. No strips available, during face time with staff the balloon pressure waveform (bpw) indicated a fairly significant kink. The clinical support specialist (css) recommended removal of the intra-aortic balloon (iab). The patient was going to be weaned. The iab was taken out without incident or difficulty. Patient outcome: the patient has remained stable. Reinsertion of an iab was not necessary. There was no patient death, serious injury or patient complication reported.